Manufacturer narrative:
Onsite investigation was preformed and the reported event was replicated by the field representative upon system testing. The issue was resolved by adding a static host name into the mobile view station (mvs) in order to consistently connect to the image acquisition system (ias). No further issues were reported. No parts needed to be returned or replaced. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system booted into standalone mode. After three reboots, the system booted into 2d mode. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.